Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, several times were attempted until the device was pulled out using excessive force. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty retracting the foot and difficulty removing the device include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to a foot break include, but are not limited to, the device is not gently pulled back into to position the foot against the vessel wall, or excessive force leading to a foot break. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). The device will not be returning. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 8f sheath after an interventional procedure to treat the iliac artery. Reportedly, the foot would not retract when returning the lever back to its original position. Several times were attempted until the device was pulled out using excessive force. When the device was removed, it was noticed the foot did not return to its original position and was fractured. Hemostasis was achieved with the sutures of the same device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.